Event description:
The initial attorney report alleged pain, infected explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - laparoscopic hernia repair with composix kugel mesh and lysis of adhesions. (Note: there is no operative report for this procedure, the information was obtained from an infectious disease consult.) On (B)(6) 2005 - infectious disease consult, pt presents with abdominal wall cellulitis. The preoperative course following the (B)(6) 2005 procedure is unremarkable. After about a week following surgery, he noticed erythema around the anterior abdominal wall site, this has progressed and presents with cellulitis of a large portion of the anterior abdominal wall. His fever has not gone higher than 99, he does have warmth and discomfort over the area of cellulitis, but no other symptoms.

Manufacturer narrative:
Initially, one event was previously reported by the pt's attorney. However, review of the medical records showed there to be additional implants and postoperative events. Based on the information available at this time, no definitive conclusions can be made. This is a morbidly obese pt with a bmi greater than (B)(6), he has a long history of cigarette use and abuse of multiple substances he also has a history of non-compliance with treatment. He underwent a gastric bypass and a cholecystectomy in 2000 and 2001 respectively. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the limited amount of information provided surrounding this event, no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Previous to this event, the pt underwent prior bard mesh implants and postoperative events: see MDR 1213643-2012-00633 for information related to a flat mesh implanted on (B)(6) 2002. See MDR 1213643-2007-00718 for information related to a composix kugel mesh implanted on (B)(6) 2003.